Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot numbers h13c07061 and h13e24038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for nine days for this event and was treated with unreported intra-peritoneal and intravenous antibiotics. The cause of the peritonitis was unknown. At the time of this report, the patient had been discharged from the hospital was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available. Report 1 of 2.